Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ngage nitinol stone extractor device was found broken when the package was opened. The device did not come in contact with the patient. There was no patient harm reported and no additional procedures were required because of this failure.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, and specifications was conducted during the investigation. The device was not returned to assist with the investigation. The document based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with instructions for use, which states the proper warnings, precautions, and instructions for use. Based on the information provided, the actual root cause is unknown and so no conclusion can be drawn. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.